Event description:
It was reported that during an implant procedure, during slitting the slitter did not slit through the blue valve part of the catheter. The operator had to use scissors to cut through the valve to ensure that the lead was not dislodged during catheter removal. It was questioned whether this was related to operator technique rather than a catheter issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).